Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to perform any tests due to motor error alarm. No moisture damage on electronics assembly noted.

Event description:
Customer reported via phone call that reservoir broken with insulin inside and it contaminated the motor. The blood glucose of the customer was unknown. Customer stated the insulin pump rattled when shaken. Customer was advised to discontinue use of insulin pump and refer to back up plan per health care professional instructions. Troubleshooting was performed but issue was not resolved. The insulin pump will be returned for analysis.